Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, all drawers and cubies were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. A field service engineer powered off the station, and the pyxibus cable was replaced. After restarting the station, the issue appeared to be resolved. Then the auxiliary interface board was replaced, and the row ribbon cables for all drawers were checked and re-seated. The network cable was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.